Manufacturer narrative:
(B)(4). Date of event: unknown; captured as awareness date. Batch #: unk. (B)(4). The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that "received notice of claim stating patient with history of recurrent sigmoid diverticulitis underwent a laparoscopic assisted sigmoid colectomy. Patient had been evaluated for several attacks of sigmoid diverticulitis over the previous 18 months and was seen in the ER for acute diverticulitis complicated by microperforation with abscess in the mid sigmoid colon a month prior to surgery. The operative report states that after successful firing, the distal donut was complete, but the proximal donut was not and air leak test with rigid sigmoidoscopy identified a leak on the right side of the anastomosis. The surgeon oversewed the anastomosis, and no leak was noted upon repeat of the air test. A 19 french drain was placed, and the patient was discharged successfully on post op day five. Later that same evening the patient presented to the emergency department with a fever and abdominal pain. A CT scan showed areas of free air behind the anastomosis. The patient thus underwent a laparoscopic surgery for placement of a pelvic drain and creation of a loop ileostomy which was reversed approximately three months later."

Manufacturer narrative:
(B)(4). Date sent: 02/10/2022. Medical records received.